Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pacing was inhibited on the right ventricular (rv) lead due to oversensing of artifact and possible fracture. Short ventricular intervals were also observed. The rv oversensing was noted to occur after premature ventricular contractions (pvc) which had small r-waves. It was later discovered that a lead integrity alert (lia) had previously triggered and the lead had been reprogrammed and there was concern that it had been due to a sensing issue. The lead was reprogrammed again and remains in use. The patient was admitted and received a lifevest to wear until a planned revision can be performed. The patient was to be brought in for further adjustment of rv sensing at a later date. It was also noted that left ventricular (lv) lead capture threshold had increased. Lv thresholds were also to be checked to see if they could be further optimized. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated a pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the patient returned, no oversensing episodes had been recorded and oversensing was not reproducible with a provocation test. R-waves reportedly varied depending on the configuration. The rv lead was programmed in a tip-to-coil configuration and therapies were reactivated. The lv lead was also optimized.